Event description:
It was reported that a spectrum infusion pump's number "3" key was inoperable during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device keypad was not working. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be keypad not functioning as intended. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.